Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. It was noted that the thresholds started increasing three weeks after implant, nevertheless measurements were back to normal values. The health care profesional will increase the standard review form timing to closely review the lead. At this time, this rv lead remains in service. No additional adverse patient effects were reported.